Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An hcp reported via a manufacturer representative that contributing factors to the jolting and symptoms was unknown. No further complications were reported.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient was hit in the chest by a medicine ball about 1.5 years ago the hcp reported that the patient had pain from the medicine ball, as well as occasional symptoms of 10 second spurts where the patient's left eye would be opening and the patient would have left arm stiffness and left hand issues. The patient associated these issues with an electrical sensation, or jolt. And the issue would occur once every day. The patient reported that as of a week ago, the same issues are now occurring every hour. The hcp reported that a manufacturer representative turned off the problem side of the ins. The hcp reported that the left stimulation was "fine" and when the patient came into the office today, the right stimulation was turned down to 0v from settings of 5.5v, 120 usec, 185hz. The hcp reported encountering the first charge density message and wanted to know why they were seeing it when turning the patient's right stimulation up to 3.0v. The hcp reported that current therapy impedance is 1678 ohms, with 3.1ma, and on (B)(6) 2017, the patient's therapy impedance was 1763 ohms. The hcp was advised to try running the impedance tests in different positions, though the patient reported that the issues are not related to a specific position. No further patient complications have been reported as a result of this event.